Manufacturer narrative:
(B)(4) date sent to the FDA: 05/27/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the needle grasped (swage, middle, tip)? Between the swage and middle. Were the needle pieces retrieved during the same procedure? Yes. Was any tissue dissection indicated to remove the needle pieces? Yes. What tissue was the needle piece located in? Fascia. What is the surgeon's opinion of consequences to the patient? Extra or time. Are you returning the broken needle pieces? Yes. Patient age, date of birth, weight.n/a the evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and suture was used. During the post procedure closure, the needle broke. The broken piece fell into the patient and required x-ray to locate. It was also reported that the broken needle was located in fascia and additional dissection was performed to remove the needle piece.